Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient that's cervical ipg became inoperable. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.

Event description:
Follow up revealed that prior to the ipg becoming inoperable, the patient stopped charging their device as recommended.